Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that low pacing lead impedance was observed via remote transmission on the left ventricular (lv) lead. The patient was brought in clinic and threshold and impedance seemed stable. A lead integrity issue was suspected. The patient was being monitored and was to return at a future date for possible programing changes. The patient was stable.